Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was observed to be cracked when it was set in the delivery device. A replacement device was used to complete the procedure. Surgical time was extended for 3 minutes. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of clinical use was observed. No blood was observed on the device. The slide lock was engaged. The plunger was not depressed on the delivery device. The anchor and tension spring assembly remained inside the delivery device in the preloaded position. The seal was observed to be cracked and delaminated at multiple coils. Based on the condition of the device as received, the reported complaint was confirmed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was observed to be cracked when it was set in the delivery device. A replacement device was used to complete the procedure. Surgical time was extended for 3 minutes. The hospital did not report any patient effects.